Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose flush drive support disk. The insulin pump passed the operating currents test, displacement test. Unable to perform the self-test, a21 error test, occlusion, prime and no delivery test due to a33 alarm anomaly. The insulin pump had cracked case at the display window corner, minor scratched and cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 153 mg/dl. The customer noted that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.